Manufacturer narrative:
The therapy assy was then returned to philips for additional analysis. The complaint was escalated for technical complaint investigation and the results indicate the reported event could not be verified in lab testing. The pca passed all tests during the operational check and general testing.

Manufacturer narrative:
Reporting address line 1: (B)(6). Reporting address state: (B)(6). Reporting address postal: (B)(6). Reporting institution phone: (B)(6). Reporter phone: (B)(6).

Event description:
This report is based on information provided by philips field service engineer (fse) and has been investigated by the philips complaint handling team. Philips received a complaint on the efficia dfm100 defibrillator indicating that following the fse's replacement of the therapy assy, there was a system failure and power manager error occurring. There was no patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.